Event description:
A malfunction occurred on a pump while it was being updated, as reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received pump reset guidance from technical support but was unable to reset the pump, requiring a replacement. Technical support confirmed the shipping details for the replacement pump, instructed the customer on how to manage the return of the defective unit, and advised on programming the new pump with previous settings. The customer was also guided to connect their continuous glucose monitor to the replacement pump.